Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0501 captures the reportable event of suture detached.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a banding procedure for variceal screening performed on (B)(6) 2024. During the procedure, they were able to deploy three bands with no problems; however, the fourth band could not be deployed they removed the bander and noticed that the suture was detached from the wire completely. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a banding procedure for variceal screening performed on (B)(6) 2024. During the procedure, they were able to deploy three bands with no problems; however, the fourth band could not be deployed they removed the bander and noticed that the suture was detached from the wire completely. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0501 captures the reportable event of suture detached. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with four bands attached to it. In addition, the ligator housing teeth and suture were found in good condition. The handle had marks of the trip wire indicating that it was secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed; however, the reported event detached suture was not confirmed. Upon analysis, the returned ligator housing had four bands attached, and the ligator housing teeth and the suture were in good condition. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed. Therefore, the most probable root cause of this complaint is adverse event related to procedure.